Manufacturer narrative:
Submit date: 11/02/2015. An investigation is currently under way; upon completion the result will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a pinhole in the venous extension tubing. The catheter was implanted on (B)(6) 2015 in a (B)(6) female patient and was explanted on (B)(6) 2015 as a result of the identification of the leak. In addition to locating the source of the leak, a burr was also noted, a remnant of the injection mold process on the venous line clamp. There was no patient injury. The patient required a tunneled dialysis catheter exchange on an urgent basis. Dialysis was delayed until the following day after the insertion of a new catheter.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A physical sample was not received for evaluation; however, four photos were received for a visual inspection. The first photo showed magnified tubing. Marks were identified on the tubing surface however a perforation could not be determined. The second photo showed a pinhole on the venous extension. The third photo showed a magnified clamp. An irregularity was seen on the surface; however without the physical sample it could not be confirmed. The fourth photo showed a burr on the clamp. A possible root cause can be due repeated clamping. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing and visual inspection at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.